Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead was dislodged and exhibited loss of capture and sensing. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.